Manufacturer narrative:
There is now a reported skin revision surgery. This report is submitted on may 13, 2022.

Manufacturer narrative:
This report is submitted on 15 march 2021.

Manufacturer narrative:
This report is submitted on 25 january 2021.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2020 due to an infection. Re-implantation is planned but has not taken place as of the date of this report.